Event description:
It was reported that outside of surgery the device is not powering on properly as the blades are not moving. No injury, delay or other medical intervention were reported. Upon evaluation it was noted that the device had an unstable motor speed. No other adverse events were reported as it relates to this event.

Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined that the switch was damaged, and the motor speed was unstable. The switch and motor were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.